Event description:
A cracked or shattered touchscreen on a customer's pump was reported. There was no reported impact on the customer¿s blood glucose level. Upon receiving the device, the distributor confirmed the screen was broken and would not turn on. Consequently, the device was scheduled for a return to tandem, and a replacement pump was issued to the customer.